Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable and connector) was confirmed. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's electrode belt had a damaged cable and connector.